Event description:
It was reported that pump screen went blank unexpectedly and pump later displayed reset screen without needing to be plugged into power, which concerned customer. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was informed that pump had reset one of its internal components as part of normal safety function, and received education that a reset clears insulin on board, maximum hourly dose settings, requires manual restart of continuous glucose monitoring sessions, and requires cartridge reloading; customer understood this information and successfully resumed insulin delivery with same pump.